Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with reported complaint of green flakes from drape.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the green markings that were printed on the drapes was flaking. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was detected during the installation.

Event description:
Refer to h11 for follow-up information.